Event description:
The manufacturer received information alleging a ventilator was alarming for external flow sensor failure. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation. The customer reported that the flow sensor had secretions in the sensor. The device's external flow sensor was replaced to address the issue.